Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 73% stenosed, 18.69x2.75mm, eccentric and the de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained a bend between 45 and 95 degrees. A 2.75 x 24mm synergy¿ drug-eluting stent was advanced to treat the lesion; however, difficulty was encountered while trying to cross the lesion. When the device was removed, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.